Manufacturer narrative:
Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected. Explanting physician contact: (B)(6).

Event description:
Patient reported ¿undergoing medical testing for suspected lymphoma¿. Later healthcare professional reported ¿peri-implant fluid¿. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device remains implanted.